Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during initial drain. The care giver (cg) stated that they connected the home patient (hp) during the prime and then disconnected the hp. The cg stated they had put a flexy cap on the patient line while it was primed. Technical service representative (tsr) explained the proper procedures and advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, connecting to the set prior to prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.  A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.